Manufacturer narrative:
Follow-up #1: date of submission 01/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2015 with the following findings: the keypad cover was peeling and torn at the ok button. The contrast and ok buttons did not respond and the up arrow and down arrow buttons had an intermittent response. The keypad cover was removed and contamination was found under all of the button contacts. The ok button contact was damaged and did not spring back after depressing it. Unrelated to the original complaint, the battery compartment was cracked. Also unrelated, the display was dim, faded and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).